Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the bd¿ precisionglide¿ needles. Had coring. The following information was provided by the initial reporter, translated from portuguese: "the needle is coring the rubber from the chemotherapy vial, and consequently the rubber cored stays inside the vial or inside the manipulated bag. Customer has had to transfer the metotrexato manipulated to another bag, because there were 3 pieces of rubber."

Event description:
It was reported that the bd¿ precisionglide¿ needles. Had coring. The following information was provided by the initial reporter, translated from portuguese: "the needle is coring the rubber from the chemotherapy vial, and consequently the rubber cored stays inside the vial or inside the manipulated bag. Customer has had to transfer the metotrexato manipulated to another bag, because there were 3 pieces of rubber."

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.